Event description:
It was reported that the dexcom g7 intermittently displayed brief sensor issues and the ilet stopped showing glucose values, triggering a connection alert; the user entered a manual blood glucose of 239 mg/dl into the pump and later replaced the g7 sensor per dexcom guidance, then re-paired the cgm to the ilet after confirming the pairing code. Investigation included technical support troubleshooting, device setting verification, and user-guided re-pairing steps. Further investigation of this case revealed sensor communication interruptions consistent with transient cgm sensor issues and resolution following sensor replacement and correct pairing workflow. There was no user reported clinical symptoms during the event. Outcomes included no medical intervention, no emergency care, and restoration of cgm function after sensor replacement and re-pairing. It was concluded that the event was attributable to cgm sensor performance and pairing, with the ilet functioning as designed once the cgm was replaced and properly paired. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.